Manufacturer narrative:
The investigation was based on the analysis of the logfile. The logfile has revealed that the device has performed a restart (reset). A deviation within the electronic system will cause a software-controlled restart (reset) of the whole electronic system. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. After approximately 12 sec savina continues ventilating the patient with the last settings in case this system-reset has solved the original deviation. In case of operation on internal battery until it is completely depleted the device stops the ventilation as reported. If the external power is afterwards connected again the device shows a restart. Therefore, a dropped electrical output lower than the tolerance boarder for the internal supply voltage with 24v has contributed to the described event. The risk assessment concerning the reported event does not reveal any new or additional risk with respect to the known risks at the time of product design, during product improvement process and risks to be expected in the frame of the intended purpose; consequently this is considered within the device safety concept. The number of similar cases regarding problems at the internal battery or the power supply is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during use on a patient, an alarm sounded, an error was displayed, and ventilation stopped. No patient consequences have been reported.